Manufacturer narrative:
The customer reported complaint for the platform displaying an error message user advisory (ua) 02 (compression tracking error) was confirmed during archive review and initial functional testing. Upon customer approval all the defective component will be replaced and the device will be further tested to full specification. No physical damage was observed during visual inspection. The encoder drive shaft does not rotate smoothly and exhibits binding and resistance unrelated to the reported complaint. The archive data review indicated error message ua 02 occurred on the customer reported event date of (B)(6) 2018. The platform failed the initial functional testing due to error message ua 02 displayed after performing few compressions. The load cell characterization test was performed and both load cell modules were found defective which caused the platform to display an error message ua 02. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse sn (B)(4).

Event description:
During patient use, the autopulse platform (sn: (B)(4)) was displaying an error message user advisory (ua) 02 (compression tracking error). The crew then reverted to manual CPR. During testing with manikin, the platform again displayed the error message ua 02. No patient consequences were reported due to this event.